Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the coating began to come off of the roadrunner the firm hydrophilic wire guide during use, so the procedure was completed with another wire. It was further noted that part of the polymer material (approximately 1 centimeters) was missing from the shaft of the wire on the distal end which resulted in exposure of the inner mandril wire. The product problem did not result in any reported serious injuries to the patient.